Manufacturer narrative:
One pump was returned. The top case was cracked/chipped by the right bottom corners. Bottom case cracked by the battery compartment and no visible contamination. The problem was duplicated during power up process; caused by loose (c9) capacitor on interconnect board. High profile c9 capacitor found on this device. Root caues was deeme to due to impact by customer. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device inidicated a primary audible alarm. No patient injury was reported.